Manufacturer narrative:
Follow-up #1: date of submission 04/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/16/2017 with the following findings: a review of the pump¿s black box history showed that the pump was manually switched between basal program 1 and basal program 3 throughout the history record. A review of the black box indicated that the pump was manually suspended and manually resumed several times between (B)(6) 2017. During investigation, the pump was exercised for 24 hours with a 2.0 u/hour basal rate; at the end of testing the basal history correctly showed 2.0 u and the total daily dose showed the correct data of 48.0 u. No hypersensitive or stuck keys were observed. The compliant of an history settings issue was not able to be duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia wile on insulin pump therapy with blood glucose measuring 314 mg/dl with the associated symptom of polydipsia. This combination of blood glucose level and symptom does not meet animas¿ criteria of a reportable adverse event and is not being reported. The reporter alleged the pump experienced an inaccurate delivery issue; the basal history does not match the active basal program. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.